Event description:
It was reported that the patient passed away due to unknown reasons. The patient took gel-one injection as she experienced osteoarthritis, pain, chondromalacia patellae in both knees, and age-related osteoporosis. No information has been obtained, to date, linking the injection with the patient's outcome, and no reports have been received of the patient experiencing any related symptoms, prior to expiring. It is also unknown when the patient received the injection, in correlation with their death.